Event description:
The facility has been corrected. The call was reviewed and the pt's wife states that the pump alarmed and then it powered down. He handed the pump to his wife and it was off. She powered it back up and had it running when she called support and spoke with abhi. Abhi confirmed it was running ok and said if it happens again they may need to power it down and go in to have it looked at. The pump was left running as is since it appeared to be infusing normally at the time of the call. This pump will be reported for abrupt power off. Patient's family member called to confirm if the pump was running. Apparently the pump was shut off and they had turned it back on and resumed the infusion. They confirmed the running infusion screen. Informed them to call back if the pump powers off again. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record cannot be completed as pump model, lot# and serial# are unknown. H3 other text : device not returned to manufacturer.